Manufacturer narrative:
The technician found that the nurse call feature was not enabled after the upper control board was replaced, installation error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician enabled the nurse call feature to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the nurse call was not functioning. The bed was located on the 4th floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).